Event description:
It was reported that during a colectomy procedure, the surgeon fired the device. However, the staples did not close appropriately. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.